Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, observed foreign material in the forceps channel could not be identified, and definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and there was no additional event or device reprocessing information reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing the event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that charge coupled device lens was scratched and the plastic distal end cover had a sharp edge. The lens glue and the charge coupled device lens glue had discoloration. The bending section rubber glue was porous/discolored and the bending tube was deformed. The connecting tube had a scratch and the air/water nut had paint peeling off. The switch box unit was scratched and the universal cord had buckling. The angulation was out of standard value and had play. The right/left knob was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii gastrointestinal videoscope had a blockage in the channel. The issue was found during a procedure. Inspection and testing of the returned device found that the biopsy channel was clogged with a foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.